Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traces. The pump had scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads. The pump had corroded motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 8.6 mmol/l at the time of incident. The customer stated that the buttons barely work and she noticed rust in the pump under the reservoir but said that she did not get liquid on the pump. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.